Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that the patient started presenting neuralgy because the dental implant was installed too close of tle inferior alveolar nerve. So the implant was removed and replaced by a shorter one.